Event description:
It was reported that the right ventricular (rv) lead had high thresholds and would not capture. The rv lead perforated. A pericardial effusion was tapped and a cardiac window inserted. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, lead. (B)(4).